Manufacturer narrative:
Upon review of xray images provided by user it was determined that the pedicle screw system (vitality system not life spine product) the set screws on the tulip heads were not locked down correctly this allowed the rods in the tulip heads to float freely, because the spine was not fixated as required with prolift this allowed the prolift interbody to migrate.

Event description:
Surgery had to be revised because prolift implant was backing out and found 5 loose set screws.